Manufacturer narrative:
This report is being submitted as follow up no. 1. It was initially reported: implanted date: device was implanted", the correct statement implanted date: device was not implanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported hemostasis failure. The following information was provided by the user: the hemostasis procedure proceeded using the angio-seal device. When the suture was being released, the suture release button did not function and hemostasis failed. Another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. Blood loss was less than 250cc, and there was no health damage to the patient.